Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the blue tube bushing was missing. The blue tube bushing is assembled with the v-link luer lock activated device through press fit. It was not possible to determine if the blue bush was primarily assembled and then disconnected. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a v-link luer activated device was missing the blue tip protector. This was noted before use. There was no patient involvement. No additional information is available.